Event description:
During an angiogram and angioplasty, the perclose closure device was inserted into the right femoral artery, and the device failed requiring manual pressure for 20 minutes to the right femoral artery.